Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0jckn, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported a loss or change of therapy; they had been experiencing episodes of incontinence which had not happened before. It was also stated that the implantable neurostimulator (ins) seemed about 3 inches further back. It was noted that she was on program 4 at 6.2 volts. The patient had an appointment with her healthcare provider (hcp) next week. The hcp was considering a sling. The incontinence had begun in (B)(6) 2015 and the ins movement had occurred in 2014. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine if the ins movement had been confirmed, what actions were taken to address the reported issues, and if the issues had been resolved. This event will be updated if additional information is received.